Manufacturer narrative:
Mayfield ultra base unit (a2101) was received with the shock cushion worn from routine use. Unit received without 6in transitional. Handle was closed without the 6in transitional being inserted causing the opening to become egg-shaped. The 1/4in pin is worn. Adjustment wrench has worn threads. General maintenance and cleaning required at this time.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00077. A biomedical technician reported that the gold handle on the mayfield base unit (a2101) was loose and comes undone easily. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.